Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed and a separation of the injection site from the bag was observed. The reported condition was verified. The cause of the condition was a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of a 250ml intravia container detached from the bag which resulted in a fluid leak. This issue was further described as, ¿the port on the opposite side of where line spikes into the bag detached from the bag¿. This event occurred when the nurse was hanging the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.